Manufacturer narrative:
Concomitant product: synthes allograft spacer, antegra tension band plate (implant (B)(6) 2009). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This event was also reported under manufacturer report # 1030489-2013-03527.

Event description:
It was reported that on (B)(6) 2009 that the patient presented with recurrent right l5-s1 lumbar disk herniation. The patient underwent a revision right laminotomy and diskectomy l5-s1, non-instrumented posterolateral fusion l5-s1 with autologous right iliac crest bone graft, placement of epidural catheter and an anterior interbody arthrodesis l5-s1 with synthes machined allograft spacer, bone morphogenic protein, synthes antegra lumbosacral anterior tension band plate. Per the operative report, trial spacers were introduced, and an 11-mm machined allograft spacer was selected. A small piece of rhbmp-2/acs was placed in the center of the spacer, and a piece of rhbmp-2/acs was wrapped around the spacer, and it was impacted into place with posterior offset. An additional piece of rhbmp-2/acs was placed anteriorly, and a 41- mm lumbosacral plate was secured in place with four 26-mm self-drilling screws. The entire construct was locked into place. There were no noted complications. On (B)(6) 2009- portable ap abdomen- results show surgical plates and screws are present at l4-l5 and l5-s1. There are at least 2 surgical clips to the left side of l5-s1. There is some air in the soft tissues from a recent surgical procedure. The inferior pelvis and right flank are not included for evaluation. No definite opaque foreign bodies are seen to suggest retained sponges or instruments. On (B)(6) 2009- portable spine- results show a single lateral view of lumbar spine was obtained. Anterior fixation screws and plates at l4-l5 and l5-s1 are seen. Reportedly, the patient sustained unspecified injuries following implantation of rhbmp-2/acs.